Event description:
Dexcom was made aware on 02/06/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a skin reaction which occurred six days after the sensor had been inserted in the left arm. The patient developed itching, a rash, and a pimple at the needle puncture site. Prior to sensor insertion the area was prepped with soap and water. On (b/)(6) 2025, the patient experienced pain at the reaction site which prompted him to consult a physician who advised to have a sonogram. On (B)(6) 2025, the patient had a sonogram which showed a 1-centimeter abscess at the needle puncture site and the health care professional then prescribed a ten-day course of an unspecified oral antibiotic medication. At the time of the (B)(6) 2025, follow up report the patient mentioned he was on the second day of antibiotic treatment, and he still had pain in the area, and he decided not to insert another sensor after this event. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).